Event description:
Clinic reported having a syringe of juvéderm vista ultra plus xc where a brown impurity was found "mixed." It was not known if the it was from the cannula that was used or the product. The impurity was found during "air removal." Device was not used on a patient.

Manufacturer narrative:
Additional and corrected information a device history record review has been initiated and analysis of the data has not been completed.

Event description:
Clinic reported having a syringe of juvéderm vista ultra plus xc where a brown impurity was found "mixed." It was not known if the it was from the cannula that was used or the product. The impurity was found during "air removal." Device was not used on a patient.

Manufacturer narrative:
Lab analysis of the device found a 1.0 ml syringe with 0.7 ml of gel remaining in it received without cap, no needle. There is a 1 cm fillet of something from the luer lock to graduation 0.3 ml. Looks like a dry fillet of gel. A crack at the 3 mm luer lock level is observed. Device history record found no significant anomalies. No non conformities were found. The syringes was determined to have been used based on analysis of the device. The syringe was returned without a cap and it is known that after some weeks without a cap, the gel inside the syringe retracts at room temperature to form a fillet of dried gel. The date of occurrence was 19nov18 and the syringe was received on18dec18, so the syringe had began to dry within a few weeks. The event was attributed to the physician.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Clinic reported having a syringe of juvéderm vista ultra plus xc where a brown impurity was found "mixed." It was not known if the it was from the cannula that was used or the product. The impurity was found during "air removal." Device was not used on a patient.